Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation, as the instrument and reload were disposed. A field service engineer (fse) was dispatched to further investigate the reported event. Per the fse, no further issues were reported with the system during a procedure 2 days after the reported event. The fse suspected that an obstruction occurred when clamping the reload in question. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. A review of the device logs for the sureform 45 curved-tip stapler instrument associated with the reported event was performed by an isi failure analysis engineer (fae). Per the fae, there were no device logs available for the reported event date; however, the fae was able to obtain usage details for the instrument. The stapler fired 11 times (2 white reloads, followed by 4 green reloads, followed by 4 black reloads, followed by 1 blue reload). The first two firings were completed per the logs, with no pauses for compression. The 3rd firing (green reload) resulted in a firing failure at 56% completion following 1 pause for compression. The subsequent 8 firings were completed per the logs with either 0, 1, or 4 pauses for compression. Clamping details were not readily available, but there were no unclamp failures by this instrument. There were no errors in the system logs related to the usage of this stapler.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a firing issue occurred while using a sureform 45 curved-tip stapler loaded with a green reload. The instrument stopped firing mid-sequence, after having fired and cut the tissue half-way. The tissue too thick to continue message appeared, and the instrument was unclamped and removed. Damage was found at the staple line on unspecified tissue in the patient's airway. The staples were all unformed, causing a hole in the patient's tissue. The surgeon repaired the damage with a non-robotic stapler, and the case was completed robotically with a total of 11 fires, a number of them successful fires after the incident occurred. The customer believes it is possible that loose staples or another obstruction when clamping the instrument resulted in an incomplete transection/improperly formed staples or a compromised staple line. There has been no other issue reported with the system since this event.